Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. Blood glucose was 54 mg/dl. Customer declined troubleshoot for low blood glucose. Customer reported that his belt clip broke. The insulin pump will not be returned for analysis.